Event description:
It was reported that the patient charged his implantable neurostimulator (ins) and then immediately turned it off. Three days later, the patient turned the ins back on and found it in a deep discharge mode. The impedances of the ins were tested and showed that group a was used most of the time and that a short circuit of 50 ohms between electrodes 0 and 3. The patient stated that he had to recharge the ins every three days. Reprogramming of program a was performed to deactivate electrode 3. It was noted that the patient seemed content. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension: model 37082-20, serial# unk, implanted: unk, explanted: unk. Extension: model 37082-20, serial# unk, implanted: unk, explanted: unk. Lead: model 3888-56, lot# unk, implanted: unk, explanted: unk. Lead: model 3888-56, lot# unk, implanted: unk, explanted: unk. Lead: model 3888-56, lot# unk, implanted: unk, explanted: unk. Lead: model 3888-45, lot# unk, implanted: unk, explanted: unk.